Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a signal artifact monitor (sam) event occurred for this cardiac resynchronization therapy defibrillator (crt-d), resulting in the respiratory rate trend (rrt) sensor being disabled. Technical services (ts) discussed the rrt disabled due to noise which was oversensed, due to electrocautery during a medical procedure this patient underwent that day. Ts recommended turning rrt and sam back on at the next in clinic visit. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that a signal artifact monitor (sam) event occurred for this cardiac resynchronization therapy defibrillator (crt-d), resulting in the respiratory rate trend (rrt) sensor being disabled. Technical services (ts) discussed the rrt disabled due to noise which was oversensed, due to electrocautery during a medical procedure this patient underwent that day. Ts recommended turning rrt and sam back on at the next in clinic visit. This crt-d remains in service. No adverse patient effects were reported